Manufacturer narrative:
A field service engineer visited the hospital and replaced the two internal backup batteries, the dc/dc converter (pc1753), the battery cable and the battery holder. These parts have been requested but have not yet been received. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the internal backup batteries of the anesthesia workstation had become overheated and swollen and that the anesthesia workstation failed to power-up. There was no patient connected to the anesthesia workstation at the time of the event. No injury has been reported. (B)(4).